Manufacturer narrative:
Insulin pump was received with blank display during testing. Unable to determine the root cause, problem isolated to electronic assembly on pcb 1. Unable to verify device heating up due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was overheating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.